Manufacturer narrative:
Specific sample information is not available. Service was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high accutni results for unknown number of patients generated by access 2 immunoassay analyzer. The results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The samples were repeated on the same instrument and lower results within the normal reference range were obtained.